Manufacturer narrative:
Device not available for evaluation as the device remains in the patient. Patient is asymptomatic and there is no plan for revision surgery. Radiographs received, noted the center locking cam is approximately 2mm proud but still in contact with the plate the acp plate. The bone screw is not proud and does not suggest a mechanical force dislodged the component post operatively. Root cause of the locking cam detaching from the plate is unknown.

Event description:
Patient underwent an acdf surgery to fuse c4- c6 on (B)(6) 2021. During a routine two month follow up it was noted via radiograph, that the center locking cam on the acp plate came dislodged. Patient is asymptomatic and there is no current plan for revision.